Event description:
Prior to the implant procedure, the right atrial (ra) lead helix was unable to be extended. The event was resolved by replacing the ra lead. The patient experienced no consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to helix being clogged with blood/tissue.